Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #:(B)(4). Case subject: npi 8015 stuck tamper switch account name: (B)(4) regional hospital. (B)(4). (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: 8015 sn: (B)(4) customer wanted to know why his 8015 keeps going into maintenance mode when powered up. Failure device type: failure problem type: failure mode: case resolution: troubleshooting/ error codes\ I explain to the customer that he would need to replace the tamper switch in order to correct this problem. The customer said ok and ended the call.